Manufacturer narrative:
(B)(4). It was reported that the patient was treated with vancomycin (does, frequency, and route not reported). It was reported that the patient was advised to continue the meropenem (1 gram, daily for the next 21 days) and to discontinue the vancomycin. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not wearing their mask during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included injections of meropenem (intraperitoneally (ip), 1 gram per day). The outcome of the peritonitis was unknown. The patient was retrained on proper aseptic technique. The pd therapy was ongoing. Additional information was requested, but is not available at this time.